Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for low blood glucose levels. The mother states the customer had seizures from the blood glucose level being low. The customer's blood glucose level at the time was unknown. The mother states the paramedics responded and they treated with fudge. The mother states the count was reading about 400mg/dl, but when they got the hospital it was 108mg/dl. No further information or assistance provided.